Event description:
It was rpeorted that (1) 512s was used during an unknown procedure. It was reported by the rep that the shield did not deploy upon insertion of trocar. Opened another device to complete the case. There was no consequence to pt.